Event description:
I was implanted with a medical device implant called essure in (B)(6) 2010. This medical device is now manufactured by bayer, formally by conceptus inc. My lot number is 740656. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaints started in (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure. Constant dull ache on lower left side of pelvis that progressively gets worse through the month, (since (B)(6), 2010), sharp stabbing pains come and go on both sides of lower pelvic area, (since (B)(6) 2010), migraine headaches, (since (B)(6) 2010),hair thinning (since (B)(6) 2010), itching on abdomen and thighs, (since (B)(6) 2010), depression (since (B)(6) 2011), panic /anxiety (since (B)(6) 2011). Frequent memory loss "brain fog" (since (B)(6) 2011). Extreme fatigue (since (B)(6) 2010). Dizziness/lightheadedness daily basis (since (B)(6) 2010), difficulty staying focused/concentration (since (B)(6) 2010), heart palpitations (all heart and neuro issues ruled out) (since (B)(6) 2012), metallic taste in mouth (since (B)(6) 2010), heavy periods (since (B)(6) 2012), extreme bloating (since (B)(6) 2010), and ovarian cysts ((B)(6) 2014). I have been seen by the following types of physicians: primary care physician, ER physician, cardiologist, neurologist, reproductive endocrinologist, ent, sleep specialist, and gyn. I have been diagnosed with the following conditions: ovarian cysts and ovarian torsion. The device was removed along with part of my fallopian tubes on (B)(6) 2016.